Manufacturer narrative:
Philips service replaced the vcphy card and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that vcphy card failure caused boot-up issue on a integris allura 15 & 12 monoplane. The clinical use of the system was unknown. There was no reported patient or user harm.